Manufacturer narrative:
Further information was requested, but not received yet.

Event description:
New information received indicated that the device was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
The reported field event of backup vvi was confirmed via reviewing the device image. The code was reloaded in the field. The cause of the reset was determined to be event queue overflow (rf module) related. The reset could not be reproduced in the laboratory. The reported field event of premature discharge of battery was not confirmed. Upon received, the device was at elective replacement indicator (eri) when received. The longevity calculation was performed based on the device usage. The battery voltage was found to be normal. The reported field event of incorrect measurement was not confirmed. The device was tested in the laboratory; functional testing was normal.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the device was found in backup mode. A device restoration was attempted and was initially unsuccessful. Ultimately the device was able to be restored to original re-programmed settings. Once restored, the device battery longevity was considerably lower than the last device check made. Premature battery depletion was suspected. There were no patient consequences.